Event description:
It was reported that during an arthroscopic procedure, the tip of the unit broke off and the blade came off the hand piece. It was further reported that an additional entry had to be made into the pt in order to retrieve the broken piece. This activity resulted in a 5 minute delay in the procedure. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.